Event description:
It was reported the customer received a motor error alarm during a bolus delivery. Customer's blood glucose was 124 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was also able to rewind their insulin pump. The customer also stated the motor error alarm was recurring after clearing the alarm. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.